Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psche injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Lot number:628056 manufacturing date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermal ablation". The patient's medical history included c-section, abortion, cervical dysplasia, uterine dilation and curettage, tonsillectomy, uterine bleeding and uterine fibroid. Previously administered products included for an unreported indication: benadryl, multivitamin, prilosec, percocet, phenergan and depo-provera. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), psychological trauma ("psyche injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital hemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital hemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Lot number:628056. Manufacturing date: 2008-08. Expiration date:2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psyche injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: lot no received. Case become incident. Injury event replaced by pelvic pain, abnormal bleeding, psyche injury, bladder/ urinary problem, bladder infection, uti, vaginal infection, vaginal discharge event added. And outcome added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermal ablation". The patient's medical history included c-section, abortion, cervical dysplasia, uterine dilation and curettage, tonsillectomy, uterine bleeding and uterine fibroid. Previously administered products included for an unreported indication: benadryl, multivitamin, prilosec, percocet, phenergan and depo-provera. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psche injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the psychological trauma and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Lot number:628056 manufacturing date: 2008-08 expiration date:2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2021: mr received: event endometrial thermal ablation performed at the same time of essure insertion added. Reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.